Event description:
It was reported that during device change out, when vf was induced and (B)(4) delivered, the device's output circuitry was damaged due to arcing. An insulation break was observed during the explant procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received analysis of the lead found insulation abrasions at 13cm and 23.3cm from the connector pin. The cables were exposed but the efte coating was not abraded. The inner insulation coating on the cables was not abraded. These abrasions are consistent with that of friction to the can.